Event description:
It was reported that the pt had fluid build-up at the implant site. The fluid was drained but the fluid build-up re-occurred. The fluid was tested and showed no signs of infection. The pt was treated with antibiotics as a precaution (type unknown). The pt has continued to wear her headpiece with satisfactory retention. The pt has been referred to her surgeon for medical follow-up.